Event description:
Hill-rom received a report from a hill-rom tech stating right head siderail would not lock in the up position. The bed was located at the account in room 531. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the siderail not latching due to a damaged center arm assembly. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the center arm assembly to resolve the issue. Based on this info, no further action is required.